Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for ablation procedure. The pulse generator was not able to interrogate. It was attempted to reprogram the device for the procedure, but the session ended suddenly. Other attempts to interrogate, the device continuously end session, display an error message and fail to find the device. All potential sources of interference were removed from the room. The device was restored, and the device was able to be interrogated and programmed.